Event description:
It was reported that an infection occurred. The patient was treated with antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) system was later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.